Event description:
The customer reported that the AED is having spreaker issues and the audio is very quiet. They did not report that this event occurred during patient use.

Manufacturer narrative:
The international distributor provided a video which showed the AED speaking in a low volume. This AED has not been returned and the root cause could not be determined. Troubleshooting of the AED with the customer identified that the AED is functioning as designed and can stay in service. Should additional information become available, a follow-up MDR shall be submitted.